Manufacturer narrative:
A patient's leads had high impedance and was experiencing pain at the site of the ipg due to the ipg moving in the pocket was reported to abbott. The patient noted having multiple falls and a change in weight over past year due to unrelated health conditions. As a result, the system was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-06394. It was reported that one of the patient's leads had high impedance on every contact and the patient was experiencing pain at the site of the ipg due to the ipg moving in the pocket. The patient noted having multiple falls and a change in weight over past year due to unrelated health conditions. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information as received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.